Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the coronary artery. A 4.00mmx16mm synergy¿ drug-eluting stent was advanced; however the stent fell off the guiding catheter. The dislodged stent was able to be retrieved inside the guide catheter and it was noted that the shaft of the guide catheter was damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.